Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the symptoms of joint fluid accumulation did not disappear after the revision surgery that was performed on (B)(6) 2019 by replacing a stem and a head due to joint fluid accumulation caused by armd, so joint fluid had been drained out from joint at the hospital once every two weeks, and she fell down at home in december. Thus, the removal surgery was performed on (B)(6) 2019 by explanting all implants due to joint fluid accumulation symptoms did not disappear caused by armd, dislocation of the stem (p/n: 900534210) caused by patient falls and loosening of the cup. 200 cc quite dark red liquid (it's like blood or joint fluid) was come out at the moment of incising. In addition, the soft tissue around the proximal femur was corroded because of armd and it was in a state of virtually remained only bone. The surgery was completed, and it was unknown whether there was a surgical delay or not. The patient had allergic response to cobalt chromium, milk. No further information is available.